Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated they drank orange juice tablets and took glucose tabs based on the cgm value the dexcom was displaying. The patient did not provide values and stated he sat in his car by the side of the road and waited 10 minutes before driving. When the patient was driving, they passed out and crashed. The patient woke up in an ambulance and was transported to the hospital where he was admitted for a day. They patient was treated for injuries related to the car accident, he stated he had a fractured spine and lacerated liver. The patient indicated that they passed out from an apparent low event and that he believed his blood sugar was very low and the dexcom system did not reflect that. He did not indicate whether he was treated for low glucose at the hospital. At the time of contact, the patient was recovered. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.